Event description:
Customer reported that the device had a service indication and various fault codes in memory that indicate a potentially critical failure. Physio-control evaluated the device and observed that it had no pacing or defibrillator functions and the therapy pcb had a clicking sound. There were no reports of patient use associated with this event.

Event description:
It was reported that the vns pt was seen for a routine follow up visit, and the physician reported that when the system diagnostic test was performed, the result revealed high lead impedance. A normal mode test was performed as well, which yielded the same result. The physician referred the pt for chest and neck x-rays to assess the continuity of the vns device. The physician reviewed the x-rays and reported that there appeared to be a lead discontinuation, and the lead appeared to be bunched up in a coil near the generator. The physician stated that the lead pin did appear to be fully inserted. The pt's mother had mentioned to the physician that pt was picking at his neck, however, it was not specified if this could have been the cause of the discontinuity. The pt has been referred to a surgeon and revision surgery is likely.

Manufacturer narrative:
No product return. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was not returned for evaluation.

Manufacturer narrative:
Evaluation summary: suture track was detected at the free margin of leaflet 1and 2 at commissure 2. Indentations in the free margins are typical to those made by a suture loop. A suture most likely looped over commissure 2, which led to slight creases in the cusp area in leaflet 2. No inconsistencies detected or in the x-ray. Additional information received on 12/17/09, indicated that the device was explanted due to suture looping. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
A device history record review was not possible, due to not lot/serial number was provided.

Event description:
Reportedly, a 6900ptfx of unknown size was explanted at implant, due to the leaflets did not coapt with each other once the holder was removed. The surgeon would like to have the valve evaluated.